Manufacturer narrative:
Replaced both hi/lo motors to correct. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Intermittent ground loss issue when hi/lo function activated.